Event description:
It was reported that an arteriotomy closure was attempted in the right common femoral artery using a starclose se device after a renal angioplasty and stenting procedure. Reportedly, after deploying the clip, a click was heard. The physician experienced difficulty removing the device. Per the instructions for use, the release mechanism was used to remove the starclose se device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. No clinically significant delay in the procedure or therapy was reported. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received fully clip deployed and the access ports were retracted. The clip was not returned. The exposed vessel locator assembly was fully retracted and undamaged. All external observations of the device were normal with no anomaly or damage detected. Internal examination of the device indicated all components were in their proper post clip deployed, access port activated and undamaged. The device was disassembled, cleaned and reset for redeployment testing. The test was successful with full deployment of the device occurring. There was no detected device anomaly or unusual sound heard. A difficult to remove device can occur due to factors including but not limited to manufacturing, technique/procedural or anatomy. During manufacturing, the lot is visually inspected for proper vessel locator wing deployment and retraction, a possible cause for a stuck device condition, and a sampling of completed starclose se units from the lot was functionally and destructively tested to verify proper device operation. User technique may have played a role in the event, however, there was no detected anomaly on the returned device or contained within the reported incident to indicate a possible user related issue. Anatomically, tissue may have interfered with proper device function, but there was no anatomical information provided, or observation from the investigation of the device that may have contributed to the event. Based on the investigation, the cause for the reported event could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and showed no indication of a lot specific product quality deficiency.